Event description:
The customer reported system is producing "hazy fog" in the room. The customer stated that there were no physical complaints reported. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. The fse replaced oil mist filter and charcoal filter and vacuum pump oil. Ran one complete empty test cycle system meets specifications. This issue is being addressed with a customer letter, related to correction and removal.